Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the images are not overlaying correctly with cbct review.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that when approving images in image review structure set the previous patient is overlaid on the newly loaded patient. The images are not overlaying correctly with cbct (cone beam CT) review. The 3d structure set loading has been updated in mosaiq 2.64.029 and the reported issue has been resolved. It was ascertained that the customer has been using version 2.60.342. It is therefore recommended that the customer upgrade to mosaiq 2.64.029 or a higher version. Elekta would not advise trying to switch to another patient whilst the original patient is still loading. If the user did do this, the display of structures from another patient should be an obvious mismatch and the degree of the mismatch will vary. For this to go unnoticed, two patients would have to have the exact anatomy/shape. Based on the available information, there was no patient mistreatment.